Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) console shutdown during transfer, the equipment turned off several times. The batteries were fully charged. No patient harm was reported.

Event description:
N/a.

Manufacturer narrative:
Additional information: e1 (event site postal code: (B)(6)). At this time, the customer has not requested getinge to evaluate the iabp. We haven't received any feedback from the customer regarding our quotation. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted. H3 other text : device not returned